Manufacturer narrative:
Despite the attempts to contact the hospital to obtain detailed information, serial number, and description of injury, no responses has been received. Should further information become available, a follow-up MDR will be filed. Date of manufacture information unavailable at time of submission.

Event description:
Per the user filed medwatch report: ¿the hospital reported that apnea alarm and no expiratory flow sensor alarm were noted and unit failed to provide the patient with ventilation.¿